Event description:
It was reported that the pt underwent a sling procedure on 03/2005. Following the surgery, the physician realized that the sheath had not been removed from the sling. The pt was brought back to the operating room and the sheath was completely removed from the left side, but approxiately two inches still remained on the right side, the physician also completely removed the initial sling. A second sling device was successfully placed and the pt is continent and doing well.